Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot# va0hs82, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the initial implant procedure was done incorrectly and only three of the lead electrodes were functional.

Event description:
It was reported electrode impedance testing was performed and electrode 0/1 showed 35 ohms. There was a low out of range impedance value. A longevity calculation was performed to estimate the implantable neurostimulator (ins) battery life. The therapy impedance was 985 ohms. Elective replacement indicator (eri) was estimated for 3.18 years and end of service (eos) was estimated at 3.43 years. The physician wanted to replace the ins as it was a drain to the patient¿s device even though the patient wasn¿t programmed with those electrodes. The patient had great and consistent therapy throughout the day. The ins was checked one month prior to report and the ins battery was at 2.94v. Reprogramming was done at that visit and on the day of report the ins battery voltage showed 2.96v. It was unknown when the short impedance occurred. Additional information received reported the cause of the low impedance was not determined and there were no lead fractures. The ins had not been replaced and the patient and surgeon did not want to operate at that time. The patient had good therapy on their current settings. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information.